Event description:
It is reported that the pt was revised due to dislocation.

Manufacturer narrative:
Eval summary: review of the operative notes indicates the surgeon did perform the range of motion trialing. The notes indicated that the shoulder was stable and could not be dislocated during trialing. It is possible that the multiple surgeries this pt has experienced have resulted in joint laxity; however, with the supplied info, an exact cause of the reported dislocation could not be determined at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.